Event description:
I saw a doctor about pain in my left leg in (B)(6) 2018. He did an xray and discovered cancer eating away the femur. I was admitted to the hospital that day and a few days later they inserted a titanium rod in my left leg to stabilize it. Sometime later the titanium rod broke causing extreme pain. The break was first discovered in a cat scan on or about (B)(6) 2019. Unsure of the exact date it broke. Pain was increasing throughout the fall of 2019. FDA safety report ID # (B)(4).